Event description:
On (B)(6) 2012, the distributor contacted animas alleging that the keypad buttons are unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation submitted 10/31/2012. The pump was returned and was evaluated by product analysis on 10/19/2012 with the following findings: testing was unable to duplicate the reported unresponsive keypad issue. No visible damage to keypad. All buttons respond properly. Removed keypad and found contamination under all contacts. Unrelated to this complaint, the display screen is dim/fading. When replaced with test screen , the display functioned properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).